Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: binkert, c. A., drooz, a. T., caridi, j. G., sands, m. J., bjarnason, h., lynch, f. C., ¿ kaufman, j. A. (2009). Technical success and safety of retrieval of the g2 filter in a prospective, multicenter study. Journal of vascular and interventional radiology, 20(11), 1449¿1453. Doi: 10.1016/j.jvir.2009.08.007. (B)(4).

Event description:
It was reported in an article in the journal of vascular and interventional radiology (jvir) titled " technical success and safety of retrieval of the g2 filter in a prospective, multicenter study " that after filter placement, symptomatic pulmonary embolism (pe) was identified in 2 patients, one patient reported back pain due to a filter strut penetration, one patient experienced an allergic skin reaction following access site preparation during both implantation and retrieval, one patient had acute renal failure secondary to multiple, same day contrast studies and one had a hematoma related to device placement. The status of the patients was not provided.